Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion procedure at l5-s1 using rhbmp-2/acs with a peek cage on (B)(6) 2011. Following surgery, patient began to develop radiating pain to her legs, severe back pain, nerve injury and bony overgrowth. As a result, patient continues to suffer from daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2011 the patient underwent the following surgeries: microscopic laminectomy l5 with decompression of spinal nerve roots, osteotomy of right l5-s1 facet joint, partial vertebrectomy of s1 vertebral body for access to l5-s1 disc, harvesting local autogenous bone graft from laminectomies, facetectomy and vertebrectomy l5 and s1, preparation of one small dose of rhbmp-2 bone graft, l5-s1 microscopic discectomy with decompression of spinal canal and spinal nerve roots, preparation of one 13 mm peek intervertebral fusion device, implantation of posterior segmental spinal fixation l5-s1 with pedicle screw fixation system, intraoperative fluoroscopy with guidance and interpretation, to treat the following pre-op diagnosis: per operative notes: "this was prepared and filled with a combination of rhbmp-2 and bone graft. In addition, there was more than bone and another packet of rhbmp-2 wrapped around autogenous bone graft was sent into the l5-s1 disc space anteriorly and packed against the annulus to help fuse this. The capsule and prostheses filled with the rhbmp-2 and bone graft was then placed into the interspace under the microscope and tapped home to its final resting positon. The canal was then irrigated thoroughly to wash out any residual rhbmp-2 in the canal. Duraseal was then placed over the discectomy site to prevent leakage of rhbmp-2 into the canal. Once this had been performed the microscope was then rolled out. The patient was taken to the recovery room in good condition. There were no complications." No other information was provided.